Event description:
A male with black tarry stools and bright red blood per rectum presented to the cardiologist's office in 2009. He was admitted to the ER from the office. He is s/p drug eluting stent placement -xience v stents- 2009 rca x 2 and lad x 1. He was hemodynamically stable during the admission. He was discharged home on asa/plavix and feso4. Event abated after use stopped: yes. Event reappeared after reintroduction: no.